Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced ventricular tachycardia for which seven appropriate shocks were delivered. A review of the episodes identified some oversensing. There was one episode identified where the first shock escalated the rhythm to ventricular fibrillation which was converted with the second shock. It was noted that the patient had been taking a beta blocker which had been adjusted due to a low heart rate. Bradycardia was observed and this system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.